Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings).

Manufacturer narrative:
Updated fields: b4, d8, e3, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found continuous whistle when switched on, 220v not detected. Further investigation revealed water inside the power supply as a result of bursting of the saline bag. The fse performed log viewing and downloading, troubleshooting, and subsequently replaced the power supply (0014-00-0033-05). Diagnostic and functional tests were conducted, and the repair was successfully completed. Final functional tests yielded positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by the customer the saline bag lost liquid over the cs300 intra-aortic balloon pump (iabp) and went inside the power supply. There was no patient involvement reported.